Event description:
Related to (B)(4). The hospital reported that during a coronary artery bypass procedure the hst iii system (3.8mm) was folded in the usual fashion; however, when deployed, the heartstring would not expand or open. No delamination/ cracking of the seal was noted before or during loading of the hs iii seal. No procedural delay. The customer opened a new device. No harm to the patient.

Manufacturer narrative:
Trackwise ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Device discarded.

Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, g4, g7, h2, h6, h10. The lot # 3000250652 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.